Event description:
The stand falls off regularly. Product quality concern. Manufacturer response for bottle, collection, vacuum, pleur-evac (per site reporter). Multiple quality concerns reported to manufacturer about stand. Quality assurance review being performed.